Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that they were having problems with the patient support. There was no report of harm to a patient or operator. Philips service remotely reviewed the log files which indicated that a button was stuck and advised the customer to check the buttons and the footswitch.